Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned. However, performance data from the device was collected, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient was feeling ill and an electrocardiogram (ECG) indicated an "escaped rhythm" due to a pacing failure that was observed. It was noted the pacing mode was reprogrammed and the ventricular outputs were increased. The patient was admitted to the hospital for further monitoring and the rv lead and device remain in use. No further patient complications have been reported as a result of this event.